Event description:
The customer reported via phone call that she changed her set and her blood glucose went high due to a bent cannula. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.